Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 to report that on (B)(6) 2016, the receiver did not work. No additional patient or event information is available. No product or data was provided for evaluation. The reported event of the receiver not working could not be confirmed. A root cause cannot be determined.